Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Functional testing performed included leak testing, clear passage test, clamp function test, and integrity of seal surface testing with no issues noted. In an attempt to duplicate the reported separation of the patient adapter and the tubing, the tubing and patient adapter were twisted as described by the consumer, causing disconnection of the two components on all samples. Therefore, the reported condition of tube separated with patient connector was verified. The assignable cause was determined to be use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to ¿twist the transfer set connector until it is firmly seated¿ when connecting the transfer set to the titanium adapter. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a transfer set disconnected from the patient connector during an unspecified phase of peritoneal dialysis therapy. The disconnection was further described as the tube separated from the patient connector when the two components were twisted. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 6 of 7.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.